Manufacturer narrative:
(B)(4).

Event description:
The patient's device was interrogated and it was noted that there were elevated right ventricular lead thresholds and impedance as well as elevated thresholds of left ventricular (OEM) lead. X-ray does show no significant migration of the right ventricular lead but that lv lead was back from its previous position. Both leads were successfully revised and remain implanted at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.